Event description:
Per the clinic, the patient experienced retention issues between the sound processor and the implanted device due to swelling at the implant site. The patient was treated with antibiotics, which resulted in a reduction of swelling. The implanted device remains in situ.